Event description:
It was reported that texium needle-free syringe, 60 ml leaked. The following information was provided by the initial reporter: material #: my8060 batch/ lot #: 92007703 it was reported that when drawing up a volume of sterile water for injection, the fluid in the syringe leaked past the plunger and out of the syringe. Verbatim: on thursday, (B)(6) we had an issue with a texium 60 ml syringe when drawing up a volume of sterile water for injection diluent. The fluid contained within the syringe leaked past the plunger and out of the syringe. I saved the syringe with its packaging in case further analysis is needed.

Manufacturer narrative:
H.6. Investigation: customer reported a leak between 60 ml texium syringe wall and the plunger, and returned the affected sample. The sample was tested for leakage and none was found. However, the complaint was verified because this is a known issue. A trend for the leak between plunger and syringe wall issue has been identified for this product line. CAPA#55639 was initiated. A device history record review for model my8060 lot number 92007703 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that texium needle-free syringe, 60 ml leaked. The following information was provided by the initial reporter: material #: my8060, batch/ lot #: 92007703. It was reported that when drawing up a volume of sterile water for injection, the fluid in the syringe leaked past the plunger and out of the syringe. Verbatim: on thursday, october 15, we had an issue with a texium 60 ml syringe when drawing up a volume of sterile water for injection diluent. The fluid contained within the syringe leaked past the plunger and out of the syringe. I saved the syringe with its packaging in case further analysis is needed.